Event description:
It was reported that the patient was transported via ems (emergency medical services) to the ER (emergency room) with hypoglycemia. The patient's bg (blood glucose) levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours in the leg. The patient was found unconscious by his dad who contacted ems. The patient was treated with food containing carbohydrates. The pod was removed by ems prior to visiting the ER. The patient was released the same day. The patient reported his dexcom cgm (continuous glucose monitor) and omnipod system were showing his bg levels were elevated, when his bg was actually low. He reported he was using his omnipod system in automated mode, which increased basal insulin delivery due to inaccurate cgm readings. Dexcom have been notified of the hypoglycemia event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.